Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the patient had been hospitalized for diverticulitis when pauses were observed on the cardiac monitor. The patient denied having symptoms from the pauses. Noise was seen on the right ventricular lead inhibiting atrial pacing. The device was reprogrammed to aair mode.

Event description:
It was reported that lead is over sensing, and the sensing integrity counter is at 32,000. Detections have been turned off 3 months ago. Suspect fractured lead. Doctor has decided to nothing at this time. Device is still in use. No patient complications have been reported as a result of this event.